Event description:
Additional information was received from the physician; however the specific questions in regards to the breakthrough seizures in (B)(6) were not addressed. The physician declined to give further information on these events. No additional information has been provided.

Event description:
Additional information was received from the physician which indicates that the periodic increase in seizures experienced after vns replacement (reported in manufacturer report number 1644487-2013-00325) is not related to vns and is, in fact, related to the ones prior to battery replacement. It was additionally stated that these seizures refer to the same daily more intense seizures that occurred in november after the settings change. No additional information was provided.

Event description:
It was reported through clinic notes dated (B)(6), 2012 that the patient had experienced a breakthrough in seizures in (B)(6) 2012. As the exact date the breakthrough in seizures occurred is unknown, the date (B)(6) 2012 has been used as the event date. It is unknown what the relationship is between the breakthrough in seizures and vns and what the increased seizure frequency was in comparison to pre-vns baseline levels. The patient's blood levels were checked in response, and all chemistries were normal with the exception of billrubin that was low and a low hemoglobin count which suggested the need for iron supplementation. It is unknown if any other interventions were taken. Currently the patient is doing very well with seizure control. Per the notes, the patient went twelve days without a single seizure, which the physician was pleased with. No additional information has been provided.